Manufacturer narrative:
Analysis found all the universal serial bus (usb) interfaces had no response. It was noted the programmer software log could not be downloaded. Analysis also found the left hinge was broken.

Event description:
It was reported when the top of stylus touched the screen, it had no reaction. The programmer was returned for repair. There was no patient involvement.